Event description:
It was reported that during a total gastrectomy procedure, the clip was formed in a tear shape. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning, it was discarded.

Manufacturer narrative:
Date sent: 11/05/2008. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.